Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "low vacuum" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the "low vacuum" alarm in the fault log but was unable to reproduce the failure; he also observed that the transducers were out of calibration. The company representative replaced the drive manifold (part number: (B)(4)) and calibrated the transducers. In an unrelated repair the non-factory blood detecting tubing (part number: (B)(4)) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer.